Event description:
A patient had a pulmonary artery catheter placed for cardiac output monitoring. When connecting the catheter to the hemosphere for monitoring it alerted there was a ¿filament failure.¿ all appropriate troubleshooting was done including exchanging the hemosphere and contacting the vendor without resolution. The patient subsequently had a new pulmonary artery catheter placed under fluoroscopy in the cath lab without further issues. Other than a required replacement, no other harm occurred as a result.